Event description:
Femoral implant removed for 3 patients due to loosening. Replaced with another femoral implant.

Manufacturer narrative:
Device history record was not reviewed because devices were not returned and reference numbers were not referenced. Devices were not returned for analysis. Root cause of pain could not be determined. This is the initial and final report submitted regarding this surgical event and medical device.